Event description:
The reporter stated that the pump was set to deliver clindamycin through the second port of a double lumen broviac. Pump checked thirty minutes into infusion. Pump was noted to have infused entire contents of 8.5 cc multidose syringe however the display only indicated 2.7 cc total volume delivered.